Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports "redness, pain, and it looked like a burn on her back above the waist." The cause of the consumer noticing "redness, pain, and it looked like a burn on her back above the waist." Is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. This is an adverse event for a burn, red, and hot to touch; a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On (B)(6) 2021, a spontaneous report from the united states was received via telephone regarding an (B)(6) female consumer who was using thermacare lower back & hip 8hr l/xl. Medical history was not reported. The consumer was a non-smoker. Concomitant products included unspecified vitamins and unspecified supplements. On (B)(6) 2021, the consumer topically applied a thermacare lower back & hip 8hr l/xl heat wrap on her back for 6 hours for an unspecified indication. After 6 hours she had redness, pain, and it looked like a burn on her back above the waist. On (B)(6) 2021, she went to her primary doctor and was told it was some kind of burn. For treatment she was given a prescription for 1% silver sulfadiazine cream. She had not used the product again. The consumer noted that the picture on front of the box showed the heat wrap being applied to skin and the back of the box reads to apply the heat wrap over clothing. She thought it was false advertising. As of 17-nov-2021, follow up attempts have been unsuccessful in establishing contact with the reporter to obtain additional information.